Event description:
Vague report that the nursing staff "felt the infusion went in too quickly". Morphine and zofran were drugs used. The exact start date of this infusion was not available. The anesthetist "reviewed the pt when they discovered the infuser empty. In her opinion, the pt did not have any clinical signs of morphine overdose, the pt required no treatment and has since been discharged home.